Event description:
The rep called regarding an epicardial lead that was implanted on (B)(6) 2017 with good electrical values, but the day after there was no capture and the impedance was low (<200 ohms). The unipolar impedance was 140 ohms. Tse discussed that this may possibly be due to dislodgement or possibly insulation damage. An x-ray was performed to exclude dislodgement. The x-ray indicated that the position was fine. The patient's condition is stable. A call was reported into technical services on (B)(6) 2017 to report a lead that was extracted. The rep reported that the lead had complete loss of capture. No symptoms were reported. No other anomalies were reported. The physician suspected dislodgement. The lead was found to be dislodged and was subsequently extracted and replaced. The patient was stable following the procedure. No documentation of the complaint was provided.